Event description:
The customer states smoke coming from the device, sulfur smell, device getting hot, loud noise, water issues even though they do not use water, due to the airflow, there is too much pressure, and device will not turn off then states will turn off on its own. The patient thinks they have skin cancer from the "medical grade asbestos", states the device is causing hernias, a hole in the heart, and excessive air pushed in caused the bladder to prolapse and the patient needed a lift procedure to restore the position of the patient's bladder. Other allegations include ears pop, eye irritation, nose infected, air comes out of their ears, device was "pumping air out of every orifice, rosacea on their cheeks, high blood pressure, possible kidney problems, kidney stones. Reportable since device issue/event has or may have caused or contributed to a serious injury.